Manufacturer narrative:
Device history review (DHR) could not be conducted since the lot number was not provided. No corrective action can be established since no product code or lot number were reported in order to perform an investigation and determine the root cause and in consequence a corrective action. The customer complaint cannot be confirmed due to the lack of info. If additional info becomes available the investigation will be reopened.

Event description:
The event is reported as: complaint alleges: the capio device and polypropylene suture was used in the procedure. The suture head broke off in the iliococcygeus. The needle detached from the capio suture and remained inside the pt. The physician attempted to remove the needle, but was unsuccessful. Pt current condition is fine.